Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with a techstar xl 6f device. The posterior needle missed the barrel and presented in the subcutaneous tissue. Backdown of the needles was unsuccessful. The physician removed the anterior needle from the hub and then, through a small enlargement of the dermatotomy, he removed the posterior needle by clasping it with a pair of clamps. He then completed the procedure using the initial device. The pt recovered without incident.